Event description:
Steris system 1. Has excess sterilant under tray due to trays too thin, too thick, not mfg correctly. These trays eventually crack header blocks on lids spilling sterilant all over. And lids and trays have to be replaced at hosp's expense.